Manufacturer narrative:
Reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported battery failure. The customer reported that the unit was not in use on a patient at the time of the reported event. There was no patient or user harmed. The customer contacted product support regarding the reported battery failure. This is a no engineer, material only (nemo) operation. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This is a no engineer material only (nemo) contract. Per the key market contact the battery replacement was sent to customer and the customer replaced the battery to address the reported issue.